Event description:
The pump was returned for investigation. Investigation revealed the audio bolus was torn but responsive. There was contamination under the contacts of all the keypad buttons. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Submitted: (B)(4)2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. The audio bolus button was noted to be torn, but responded on testing. All the keypad buttons had normal response. None of the keypad buttons had normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.